Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the holter electrograms revealed long pauses. It was suspected that myopotentials were oversensed at the time for pauses. The pulse generator was reprogrammed. The patient was in good condition.